Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman procedure for left atrial appendage closure (laac), a versacross connect was selected for use. The physician had the mechanical j-wire up in superior vena cava (svc) and then inserted the watchman access sheath with versacross connect. When he tried to pull out the guidewire, it was unable to come out. Hence, the physician had to pull it out along with the dilator. A new kit was then opened to replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.